Manufacturer narrative:
(B)(4). An authorized third party service engineer replaced the battery and the ventilator worked properly.

Event description:
It was reported that during maintenance a ventilator had a low battery alarm. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.